Manufacturer narrative:
Concomitant product(s): ddmb1d1 ICD, implanted on: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was experiencing far field r-wave (ffrw) oversensing. Follow-up with the patient¿s physician for further information was attempted and unsuccessful after multiple attempts. The ra lead remains in use. No patient complications have been reported as a result of this event.